Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was assaulted and her stimulator is no longer working. Caller noted patient is supposed to have an x-ray of ins done to see why its not working. Patient was directed to hcp